Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the tip of the forcep is broken off. The broken piece was not returned with the device. The device shows significant signs of wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, two rdce frcps w/ pts brd had broken tines. It is unknown if the event happened during surgery or if there was any delay nor injury reported. It is unknown if there was a s&n backup device available.